Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device made a cracking noise and did not cut or staple. Another device was used to finish the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functionaltest could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were broken. The returned cartridge was tested were broken. The returned cartridge was tested for functionality with a test device, and it fired conforming.